Event description:
A peritoneal dialysis (pd) patient reported during dwell 3 of 4 her cycler alarmed for a supply bag blockage. Patient tried to clear the alarm but was not successful. She discontinued treatment. When she opened the cycler door she found a leak. She was advised to contact her pd nurse. She believes there may have been a small leak from the back of the cassette from the membrane. The sample was discarded. During follow up the patient's pd nurse reported that she did not have signs of infection. She was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.